Manufacturer narrative:
Event date is unknown. (B)(4) used since no available code for 'medical device site erosion'. As reported, the patient underwent placement of a trapease vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: pain and suffering and infrarenal ivc filter with erosion through wall of ivc. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Due to the nature of the complaint, the reported pain and suffering experienced by the patient could not be confirmed and the exact cause could not be determined. Without procedural films available for review, the reported erosion through wall of ivc could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. Erosion of medical device material is an issue associated with a progressive loss of a material from a solid surface. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: pain and suffering and infrarenal ivc filter with erosion through wall of ivc.

Manufacturer narrative:
Additional information was provided and is available. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: pain and suffering and infrarenal ivc filter with erosion through wall of ivc. The following additional information was received per the patient¿s implant records: the filter was implanted just below the renal vein on the left side due to pulmonary embolus. According to the information received in the patient profile form (ppf), patient reports suffering from permanent continuous injuries, pain and suffering, disability and emotional trauma, and the ability to lead a normal life, including having to undergo blood tests monthly, sometimes weekly, and having to take lifelong medication.

Manufacturer narrative:
Correction to product code.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: pain and suffering and infrarenal ivc filter with erosion through wall of ivc. The following additional information was received per the patient¿s implant records: the filter was implanted just below the renal vein on the left side due to pulmonary embolus. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately six years post implantation. The patient reports suffering from permanent continuous injuries, pain and suffering, disability and emotional trauma, and the ability to lead a normal life, including having to undergo blood tests monthly, sometimes weekly, and having to take lifelong medication.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, pain and suffering and infrarenal ivc filter with erosion through wall of ivc. The patient became aware of the reported events approximately six years post implantation. The patient also reports suffering from permanent continuous injuries, pain and suffering, disability and emotional trauma, and the ability to lead a normal life, including having to undergo blood tests monthly, sometimes weekly, and having to take lifelong medication. The indication for the filter implant was emergent due to a pulmonary embolus. The filter was placed over a pre-existing central lumen catheter in the right groin and deployed below the level of the left renal vein. A new triple lumen catheter was then placed at the same site and sutured in place. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Erosion was also reported, with the limited information provided and without post implant imaging the reported event could not be confirmed or further clarified. Anxiety, pain and suffering do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.